Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (3 mg/ml at 1 mg/day) and bupivacaine (30 mg/ml at 10 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was reporting no pain relief with therapy. It was noted that the patient had not received any pain relief with any past therapy and the hcp was providing pump therapy as a "last ditch effort". There were no known environmental/external/patient factors that may have caused or contributed to the event. A dye/rotor study was performed on (B)(6) 2024 and revealed normal rotor function and good catheter aspiration but inconclusive dye flow on x-ray. It appeared that more due was flowing down the spine versus cephalad. The catheter tip is at l1. It was further reported that there was an area around the catheter tip that may suggest a granuloma. The patient was being sent back to the implanting doctor to see if they could place the catheter at a higher level or they may be referred to another hcp for an alternative spinal surgery. It was indicated the op note stated there was difficulty threading the catheter beyond l1. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that it was not determined if the patient's catheter was occluded or not. It was reported that a granuloma was not confirmed. No surgery had been scheduled yet and the event had not resolved yet.